Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient has been unable to place the scs system into MRI mode after some notable falls. Surgical intervention may take place in the future to address the issue.

Event description:
Additional information was obtained, revealing that the patient experienced ineffective therapy. X-ray imaging confirmed the lead was fractured. As a result, the lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.